Event description:
Caller reported a cgm error. There was no reported adverse impact to the customer's blood glucose level. Cts provided pump reset information and guided the caller through the reset process, after which the cgm error code did not reappear. Caller successfully started their sensor session.